Event description:
The clinician reports the implant was inserted 2017-(B)(6) in the patient's mouth. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On 2023-(B)(6) loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.